Manufacturer narrative:
Hospital has quarantined device pending their own internal investigation.

Event description:
As reported, during use on a patient, the oxygen hose broke resulting in the piston compressing and injuring the patient.